Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported pt with (B)(6) marginal keratitis of the left eye, at lasik post-operative visit. Additional info indicated that the pt's topical steroid dosage was increased. Additional info has been requested.